Manufacturer narrative:
This issue "mv images have wrong date stamp when a common clinical workflow is used" is a known issue and has been tracked and trended since (B)(6) of 2009. Considered by varian as not to be a significant safety risk, a workaround was identified for this issue, such that the customer should close the patient instead of pressing 'save image'. When patient is closed, image records are saved prior to the image save and therefore, the image dameon would not change the creation date. In 2009, a discrepancy report (dr) was logged and the issue fixed in the version 8.6.17 production release. The issue still exists for customers with versions < 8.6.17. As a result of the most recent complaint received 2/23/2011, varian performed a new risk hazard analysis (rha), in which the latest complaint and trending information were considered and evaluated. As a result of this rha, varian determined on 3/22/2011, that this malfunction, should it recur, could potentially result in serious harm, and has issued a CAPA to further address this issue for customers with versions <8.6.17. This report is a result of varian's retrospective review and trending data. All corrective action related to this malfunction will be reported under the guidelines of 21 cfr part 806. No additional follow-up to this MDR is expected.

Event description:
On (B)(6) 2009, the patient had a v-sim that consisted of acquiring 4 mv images 2 orthog and two mv before images on tmt fields. This displays in rtc history. After imaging at the 4ditc, close patient prompted - partial tmt leave or remove from queue. They selected leave on queue, completed and charged pt in time planner. (B)(6) 2009. The patient had images and treatment. The therapist took orthog images, selected save images on obi workstation to send the image to olr for oncologist (the therapist do not perform online shifts - just basic mv imaging). The oncologist could not see any images with date for session (B)(6). Therapist repeated the orthogs two more times; selected save images after each image. Nothing in olr for session (B)(6). The oncologist came to the treatment unit to view and approve images. Rtc history reflects 6 mv images acquired for the ortho pairs. Course timeline shows (B)(6) images only. (B)(6) treatment. This does not match rtc history. There was no report of serious injury as a result of this event.